Event description:
I had saline implants put in 2000. Recently I ruptured one. When the dr went in to remove it a white discharge came out like a geyser. He put in new silicone implants and completed surgery. I ask results, he said he sent it to mentor and was waiting results. He didn't know when that would be. I am very unhappy with surgery results and I began reading more about implants realizing I have symptoms of bii. Dr told me it was not real. And the silicone he put in was completely safe. I disagree. I have had gastrointestinal problems and joint pain for the last 2 years. And recently ringing in my ears. I want these new silicone implants out asap and a lift done. I thought the dr was going to lift my breasts when implants were put in but he didn't. At my last appt. He told me there was nothing he could do. And didn't know when mentor would get me that information. Mentor has implant with milky substance. FDA safety report ID # (B)(4).